Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking at the upper fitment and tubing engagement during a doxorubicin/vincristine/etoposide infusion. The primed IV set was placed in a fridge that had a temperature range of 36.6 to 49.9 degrees fahrenheit prior to the start of the infusion. The infusion started at 17:12 and the leak was noticed at 23:57. No patient harm or medical intervention was reported. No further patient/even information was provided.